Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had pain and discomfort at the ipg implant site. Follow-up revealed the ipg was moved from the abdomen to the back on (B)(6) 2013. Effective stimulation was achieved post operative and the issue has resolved.